Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. Programming changes were performed. The patient was discharged from hospital..